Manufacturer narrative:
F5: phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not come out of the catheter; hence the procedure was completed with another device. Was the product inspected for damage before use? Yes, there was none. What was the target location? Biliary duct. Details of the wire guide used (diameter, type, make)? Viziglide 0.025 x 450. Was the zip port facing upwards and slightly curved when backloading the wire guide? No. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type: n/a. What was the length and diameter of the stricture? 4 cm. Was the stricture dilated before stent placement? N/a. Was an assessment carried out to determine to necessity for pre-dilation? Yes. Was the safety wire removed? If yes, at what point was it removed? Yes. Was resistance encountered when advancing the wire guide to the target location? Yes. If resistance was felt how did the physician deal with the resistance encountered? As per tricks and tips of ercp. Was resistance encountered when advancing the delivery system to the target location? No; not that much. What was the position of the elevator during advancement? As per requirement, have been doing ercp for last 20 years. What was the position of the elevator during attempted deployment? As per requirement, have been doing ercp for last 20 years. Was the directional button pressed during use? Yes; as per IFU. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Were any other defects (other than the complaint issue) observed on the device prior to return? No.